Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 368 to 518 mg/dl with no reported additional symptoms associated with an alleged loss of prime. Reportedly, the patient discontinued pump therapy and received treatment by a health care provider in the form of phone advice. It was reported that the patient was not correcting for their high's due to being off of the pump. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime occurred 2 times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged loss of prime issue.